Event description:
It was reported that this patient was concerned their cardiac resynchronization therapy defibrillator (crt-d) was not operating as expected, as the patient was unable to raise their heart rate above approximately 80 beats per minute (bpm) during exercise (previously their heart rate would reach between 110 and 120 bpm during exercise). Boston scientific technical services (ts) recommended the patient follow up with their physician, as there are a number of possible contributing variables. No adverse patient effects were reported. This crt-d remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was concerned their cardiac resynchronization therapy defibrillator (crt-d) was not operating as expected, as the patient was unable to raise their heart rate above approximately 80 beats per minute (bpm) during exercise (previously their heart rate would reach between 110 and 120 bpm during exercise). Boston scientific technical services (ts) recommended the patient follow up with their physician, as there are a number of possible contributing variables. No adverse patient effects were reported. This crt-d remains implanted and in service. The local area sales representatives were contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.